Manufacturer narrative:
Catheter model: 8709sc, (B)(4), implanted: 2011 (B)(6), explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that patient had skin erosion, a superficial skin irritation since (B)(6) 2011, but culture never grew anything. Patient was treated with antibiotics anyway, "there was erosion thorough the skin". It resulted in in-patient hospitalization; it was noted that "event was not related to device or therapy". Drug delivered via the device was infumorph. It was later reported that the pump-pocket site demonstrated signs of infection; the entire system was explanted. Patient outcome was noted as resolved without sequelae as of (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump revealed no anomaly. Catheter was returned in segments; no significant anomalies noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.